Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm. The customer tried to clear the alarm but was not able to. The customer stated that they did not press the button for three minutes or longer. The customer stated that they had to discontinue use of the insulin pump and revert to manual injections per healthcare provider's instructions until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
The pump was received with button error alarms and had unresponsive buttons due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.